Manufacturer narrative:
Unit received with fully functional keypad. Keypad traces were inspected and no physical or moisture damage on the keypad traces was noted. Keypad flex connector is plugged in properly. Pump passed the self test, however, constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump¿s history and trace files downloaded successfully using thump software. Pump error 38 alarms confirmed in the pump history/trace files on 04/20/2025 07:40:47.000. ¿pump was cut open to perform visual inspection and found severe corrosion damage on the motor home switch. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. Unable to verify prime/fill anomaly due to pump error 38 alarms. Keypad unresponsive not confirmed during testing. Pump error 38 alarms confirmed during rewind and in the pump history/trace files due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 38 alarm (no motor movement or negligible movement. Retries to free a stuck motor failed) and the insulin pump had keypad anomaly. The customer also reported an issue during prime process. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error 38 alarm and the customer was unable to clear the alarm. Troubleshooting was performed for the prime or fill anomaly and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was not performed for the keypad anomaly. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.